Event description:
Two hours post-operatively of a successful total knee replacement procedure using asm navigation software, the surgeon reported that the hospital sterilization staff observed the tibial/pelvic tracker was missing an led lens cover. An x-ray was taken to determine if the led lens cover had been retained in the surgical site. However, the led lens cover is not radio-opaque (x-ray detectable); therefore, the hospital was unable to confirm if the led lens cover was retained in the surgical site. During a preliminary investigation by the account, the theatre staff present during the operation revealed that both the scout and scrub nurse were adamant that the lens cap was not present at the commencement of the surgery. As a result of the hospital's preliminary investigation and in consultation with other surgeons, it was decided not to reopen the surgical site. No adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned.